Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the left port. It was not specified when in the process this event occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Patient info, relevant tests and history: from ni to n/a. Event: upon further clarification, the leak was observed after the bag was filled but before patient use. There was no patient involvement. Concomitant therapy dates: from ni and (B)(6) 2018 to na and n/a. Patient codes: replace 2199 with 2645. The lot number was manufactured between february 09, 2018 - february 10, 2018. The device was received for evaluation. Visual inspection identified the bag sliced at the bottom right where the customer likely drained the contents and markings around the additive port weld area of the alleged leak. Functional testing was performed and no leak was observed from the additive port, spike port or fill port with sliced bag blocked. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.